Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-600sagmis sagittal saw attachment serial number: (B)(6) was received for investigation. Visual evaluation of the returned device noted the locking mechanism of the device was loose and starting to detach. Further visual evaluation noted significant wear to the exterior with superficial scratches and faded laser markings observed. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 25-oct-2022. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/11/2024, it was reported by a sales representative via (B)(4) that an ar-600sagmis sagittal saw attachment fell apart during a case. No harm was done to the patient.